Event description:
It was reported that the ilet user experienced a hypoglycemic episode, describing difficulty raising glucose and later confirming a blood glucose of 53 mg/dl that was treated with an oral carbohydrate (3 musketeers). The user does not announce meals and was advised to treat lows with fast-acting simple carbohydrates over time and to announce meals when using the pump. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with relevance to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. Unintended use error was determined to have caused or contributed to the event.